Manufacturer narrative:
No product specimen has been returned. Conclusion: attempts to obtain additional information and device return have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that two years post-implant of this bioprosthetic valve in the pulmonary position, this valve was explanted due to potential dehiscence. The patient tolerated the replacement procedure well and no valve related adverse patient effects were reported..